Event description:
Foreign MFR reported to smiths medical that the pressure monitoring line is not bonded at the luer. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
One sample was received with the tubing broken off inside of the male luer lock. The tubing at the break had a shiny, glass-like appearance, which is consistent with a brittle breakage. There was no evidence of excess solvent that would have contributed. Brittle tube failure is due to shock being applied to the tubing during transportation or handling and is not a manufacturing issue. Smiths was able to confirm the issue and determine a cause. No additional action is necessary at this time. Smiths considers this MDR closed with this report.